Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they were having issues with the auto mode feature as well as having calibration issues. Patient reported high blood glucose of over 500 mg/dl but doesn't state what they treated with. Troubleshooting did occur. Product will not be returned for analysis.